Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Next day, during the patient¿s discharge, the patient had a relatively acute onset of increased amounts of back pain with radiation into the lower extremities. On the same day, an x-ray showed abnormally placed inferior vena cava filter and a computed tomography (CT) abdomen and pelvis demonstrated malposition of the inferior vena cava filter, tilted with tip oriented towards the right with 1 leg penetrated the medial wall vena cava and likely abutted the posterior wall of the aorta, without definite penetration of the aorta. No retroperitoneal bleed was found. After 2 days, the originally placed bard g2 filter, which was tilted, was withdrawn. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and deep vein thrombosis while on anticoagulation. Next day post filter deployment, an x-ray revealed that the filter tilted and filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and deep vein thrombosis while on anticoagulation. Next day post filter deployment, an x-ray revealed that the filter tilted and filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.